Event description:
The pt reported that the pod was placed on the left side of her abdomen at 10:30 pm. At 10:35 pm, her blood glucose measured 426 mg/dl which she corrected with a 0.5 unit bolus. At 10:45, the pdm read "meter error 2" four times in a row. At 11:09 pm, her bg read 197 mg/dl, but she stated that was not correct because she was sick by this time, nauseated and vomiting, so she checked again and bg was 404 mg/dl. The adhesive around the cannula was raised before the incident. She went to the emergency room where they tested her blood at 446 mg/dl while her pdm read 115 mg/dl. She was given an IV and blood was drawn for testing. She was not in diabetic ketoacidosis and was sent home with the pod still in use. Her bg the following morning measured 158 mg/dl.

Manufacturer narrative:
No product was returned for eval. We are unable to confirm the reported blood glucose measurement inaccuracy or to determine if any pod malfunction or defect could have contributed to the pt's hyperglycemia. The omnipod user guide warns: , "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and, "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately." It advises that one possible cause of the "meter error 2" message is "very high blood glucose: above 500 mg/dl" and that "if you have symptoms such as thirst, fatigue, excess urination, or blurry vision," when you receive this error you should "follow the recommendation of your healthcare provider for treating hyperglycemia," and "you should perform a control solution test when you suspect that your meter or test strips are not working properly and when you think your test results are not accurate or if your test results are not consistent with how you feel." No qualification records were reviewed because no product lot numbers were reported.